Event description:
It was reported that one day after this lead was implanted, it was found to be dislodged. A lead revision was performed and the lead was explanted and replaced. No additional adverse patient effects were reported. It is not expected to receive this product for analysis since it was kept by the explanting hospital.